Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient randomly felt a shocking sensation to the mid spine area where the surgical lead was implanted. This was only felt when the system was turned on. There were no diagnostics taken. Impedances were checked and all were within normal range. Reprogramming was done on the settings but it was unknown if the issue had been resolved by this. It was unknown if a surgical intervention was planned. Patient weight and medical history were unknown. The patient status was confirmed to be alive with no injury. The issues started on (B)(6) 2017. No further complications were reported.